Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was standing in the water on the beach and the water hit the pump and it stopped working. The reporter stated the battery was changed but the pump would not power on. The reporter denied water in the battery compartment or any cracks in the pump. The reporter stated that the battery cap was changed greater than thirteen months ago. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4): a leak test revealed moisture in the display lens. The pump cover was removed and moisture was found inside the pump and the pump was found not to power on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.